Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided the serial number of the device that needed the reprogramming. It was reported that the patient had not used the device in couple of weeks due to no pain. When they needed it, they could not get it to react in right lower back on any settings. After they tracked down a manufacturer rep, they met with the rep but it was determined that they needed more time in perfect atmosphere to see if the issue can be resolved. Patient reported that it had to stimulate hips and hope the stimulation to pain area. Patient stated that they had been through a lot of time and pain (to get) the spinal cord stimulator and really hoped it could be adjusted as they needed it badly. It made the difference between them doing their own chores or waiting for someone to come first and help them. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. It was reported that the issue was not resolved. Patient was not getting the stimulation where she needed it. The device worked but just not at the spot where she needed it, which was lower back. She went to the doctor in ga after making a 2 hour drive to get the device checked out. The hcp did the x-rays and checked the device. Patient got a voicemail from hcp's nurse that everything looked fine, the leads were at the right place and the device was working as intended. Patient called back the nurse/doctor to see what else can be done because patient would not accept this answer. Patient was waiting for the response from hcp's office on this. Patient added that the device really helped her but as mentioned before, had not been vibrating (stimulating) the correct spot. No further complications were reported/anticipated.

Manufacturer narrative:
As it was unknown which ins the patient was reporting, the other implanted ins was reported under regulatory report number: 3004209178-2017-04404.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) implanted for spinal pain. Patient reported their stimulator was not working in the area of pain for two weeks. Patient gave the event date as (B)(6) 2017. It was reported that they needed adjustments. Patient reported their device was not reaching the right side of their lower back where they had the most pain. Pain was reported. An x-ray was performed the friday before the report to make sure nothing had moved and their health care professional confirmed x-ray results showed everything is in the right place. Patient was suggested to follow-up with their physician and manufacturer representative for reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.